Event description:
It was reported by a customer in (B)(6) that, during a procedure, the shaft of the 8dct tracheostomy tube became separated from the flange. A new similar device was used instead. There was no reported pt injury.

Manufacturer narrative:
The 8dct tracheostomy tube is expected to be returned for an eval. (B)(4).

Manufacturer narrative:
The manufacturing process was reviewed. There are no potential risks. The batch record for the reported lot was reviewed and confirmed all quality requirements were followed according to manufacturing specifications. The guidelines and manufacturing controls are acceptable and all manufacturing controls were found effective to detect the reported failure mode. The sample referenced within this complaint file was not received for further evaluation. (B)(4).